Manufacturer narrative:
Device evaluation summary: the device was returned for analysis. The information reported on the luer of the device (lot 0008786209) is consistent with the information in the received complaint form. A visual and a tactile inspection was carried out on the returned device: dry blood was found on the device and inside the guide wire tube. The visual inspection did not report any other issue on the device. The device was flushed and a 0.018¿ guide wire was successfully advanced through the device. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed, since no bubbles emerged in the water column. Afterwards, the balloon was inflated and observed with microscope: 2 bar: no issues detected; 4 bar: it was possible to detect a twist on the guidewire lumen underneath the balloon. 7 bar and 14 bar: the twist on the guidewire lumen was clearly detected. If information is provided in the future, a supplemental report will be issued.

Event description:
An in.pact pacific pta balloon was prepped as per the IFU with no issues identified. No resistance was encountered advancing the device to the lesion in the sfa and no excessive force was used. The balloon twisted during inflation leading to inability to inflate the balloon. Another pta balloon was used to complete the procedure. No patient injury was reported. Please note that this device in.pact pacific pta balloon catheter is not marketed in the united states; however, the device is deemed the same as the united states marketed device in.pact admiral pta balloon catheter.